Event description:
Excess weight removal. Pt unresponsive, briefly unconscious. Pt received 4000 cc saline, hypertonic saline 23%, 5cc, reglan, 5 mg and dextrose, 50%, 25 ml. Gambro technical services found that pressure relief valve 3 (prv3) was installed backwards and miscalibrated.